Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp and a supplemental report will be sent if this information is provided to us.

Event description:
Customer reported that while performing service test of the cardiosave intra-aortic balloon pump (iabp) charging issue where the iabp would not stay on using a/c power and would switch over to battery use. There was no patient involvement and no report of a death, injury or adverse event .

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and verified the customer's complaint. To fix the issue, the fse replaced the power supply and replaced the power management board and performed all safety, calibration, and functionality checks to factory specifications. The iabp was then released to the customer and cleared for clinical use.

Event description:
Customer reported that while performing service test of the cardiosave intra-aortic balloon pump (iabp) charging issue where the iabp would not stay on using a/c power and would switch over to battery use. There was no patient involvement and no report of a death, injury or adverse event .